Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of distal tip detached. Block h10: investigation results: the returned gold probe was analyzed, a visual evaluation was performed and observed that the distal tip was detached from the catheter and was not returned. The distal part of the catheter received had evidence of adhesive. No other issues were noted. Based on all available information and the condition of the returned device, the distal tip detaching from the catheter most likely occurred as a result of force applied to the device, user technique, handling and severe manipulation while trying to be used. Evidence of adhesive was noted on the catheter, which ensures that the components were once attached. The investigation concluded the most probable cause of the analyzed failure is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the stomach during a hemostasis oesophagogastroduodenoscopy (ogds) procedure performed on (B)(6) 2021. During the procedure, the tip of the gold probe detached from the catheter and fell into the patient. The tip was removed using a roth net. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the stomach during a hemostasis oesophagogastroduodenoscopy (ogds) procedure performed on (B)(6) 2021. During the procedure, the tip of the gold probe detached from the catheter and fell into the patient. The tip was removed using a roth net. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.